Event description:
While under sedation for a therapeutic gastric sleeve the scope displayed a frozen image which led to a surgical prolongation greater than 30 minutes. The procedure was completed using a back up device and there were no reports of patient harm.

Event description:
This supplemental report is being submitted to provide the results of the legal manufacturer¿s investigation. Updated fields: h2, h4,h6, h10 and h11. Corrections to b1, b2, and h1. This event was initially conservatively reported as a serious injury; however, there is no evidence the patient suffered any serious injury or adverse effects from the prolonged procedure. Olympus made multiple attempts to receive more information from the customer without success. Thus, correcting b1, b2, and h1. B1 should not be marked as an adverse event, and b2 should not be marked at all. H1 should also not be marked. The h6 medical device problem reported, and other findings would not cause or contribute to a death or a serious injury if it were to recur. The device was not returned to olympus for inspection and however the complaint was confirmed through remote troubleshooting. A definitive root cause could not be identified and the cause was not established. Olympus will continue to monitor field performance for this device.